Event description:
It was reported that a product complaint was received from oslo university hospital regarding leakage from arctic sun neonatal pads. At the pediatric intensive care unit, in the last part of the summer the customer had a slightly greater consumption of the neonatal pads, as they had two long-term patients in need of normothermia and where they could not reach the goal with only ice packs. In addition, they tried to avoid extra stimuli for these children, such as removing pads with glue (small, universal or extra small) by methods like defecation oppover whole or just normal skin inspection, as all stimuli trigger convulsions. In the same period, they had experienced gel leakage and water leakage from 3 neonatal pads (pcn# 318-02-02 and pcn# 318-02-02). Also experienced leak from an extra small pad during this period (pcn# 317-03-02). All the leaks were on the pads themselves, so that both child and bed got very wet. Per follow-up information received from ibc on 23aug2023, stated that all the samples were used, and the leakage happened during use for all of them. The complaints includes 3 neonatal pads and one set an extra small pads. Neither of them were contaminated with blood, infections or cytotoxic medication. There were no other direct impacts for the patients except that these patients were seriously vulnerable for any disturbance. Changing the pads was therefore an unfortunately procedure for both of the children.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to " improper material specifications for integrity of film (bonding capability) /improper material specifications for integrity of film (tear resistance)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad." Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that a product complaint was received from (B)(6) hospital regarding leakage from arctic sun neonatal pads. At the pediatric intensive care unit, in the last part of the summer the customer had a slightly greater consumption of the neonatal pads, as they had two long-term patients in need of normothermia and where they could not reach the goal with only ice packs. In addition, they tried to avoid extra stimuli for these children, such as removing pads with glue (small, universal or extra small) by methods like defecation oppover whole or just normal skin inspection, as all stimuli trigger convulsions. In the same period, they had experienced gel leakage and water leakage from 3 neonatal pads (pcn# (B)(4) and pcn# (B)(4)). Also experienced leak from an extra small pad during this period (pcn# (B)(4)). All the leaks were on the pads themselves, so that both child and bed got very wet. Per follow-up information received from ibc on 23aug2023, stated that all the samples were used, and the leakage happened during use for all of them. The complaints includes 3 neonatal pads and one set an extra small pads. Neither of them were contaminated with blood, infections or cytotoxic medication. There were no other direct impacts for the patients except that these patients were seriously vulnerable for any disturbance. Changing the pads was therefore an unfortunately procedure for both of the children.